Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted as of the present. A call placed to technical services on 03/06/2018 stating that "this tachy" rv lead was purposefully connected to the cardiac resynchronization therapy pacemaker (crt-p) and is considered off label use. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).